Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation. Device manufacture date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the vertek arm for the navigation system could not be "fixed" and was subsequently loose. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
Other relevant device(s) are: product ID: 9734252, lot #: 44486, ubd: unknown, UDI# unknown; product ID: 9734252, lot #: 2908, ubd: unknown, UDI# unknown. The vertek arm (lot# 2908) was returned to the manufacturer for analysis. The alleged issue was able to be replicated. The starburst end would not lock down. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. The codes listed above in this manufacturing report are applicable to product ID: 9734252, lot #: 2908. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, two vertek arms for the navigation system could not be "fixed" and was subsequently loose. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
The vertek arm was returned to the manufacturer for analysis. The unit was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. If information is provided in the future, a supplemental report will be issued.